Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. Initial reporter number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol), a black fiber was noticed on the lens. The surgeon was able to remove the fiber from the patient¿s eye with no adverse effects to the patient. The lens was implanted successfully and the surgeon decided to leave the lens in the patient¿s eye. There was no vitrectomy required. It was indicated that direction for use were followed. No further information was provided.